Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose value that triggered suspend event was 60 mg/dl. Suspend on low limit in sensor settings. Blood glucose value associated with the triggered suspend event was 130 mg/dl. The sensor will be returned for analysis.